Event description:
It was reported that the bassinet tub was not structurally sound due to being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by evaluating the unit and offering to perform repairs. The customer declined to have repairs made at this time.

Event description:
It was reported that the bassinet tub was not structurally sound due to being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.